Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV, peri-implant liquid"

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, with alteration evidenced via MRI, which showed enhancement of the capsule and peri-implant liquid". The device has been explanted